Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading. The customer went to the emergency room to treat blood glucose, but declined to provide additional information and declined to perform further troubleshooting with tandem technical support.